Event description:
According to the received information, the patient was injected with an unknown rha product in an unknown area on an unknown date (quantity unknown). On an unknown date, the injector reported a potential granuloma or some type of lump and bump. It is unknown if a treatment was given to resolve the symptoms. Despite follow ups, no additional information could be retrieved at the time of this report.

Manufacturer narrative:
Follow-up will be perforned to gather additional information.

Manufacturer narrative:
Additional MFR narrative: follow-up will be perforned to gather additional information.

Event description:
According to the received information, the patient was injected with an unknown rha product (quantity unknown) in an unknown area on an unknown date. On an unknown date, the injector reported a potential granuloma or some type of lump and bump (location unknown). It is unknown if a treatment was given to resolve the symptoms.despite follow ups, no additional information could be retrieved so complaint was closed as is.